Manufacturer narrative:
The concomitant products: stockert model# m-5463-01, serial # (B)(4). Coolflow pump model# m-5491-02, serial # (B)(4). Webster 10 pole w/ auto model# d-1079-258-s, lot# 15116481. Lasso nav variable eco model# d-1343-01-s, lot# 15770986l. Carto 3 model# m-4800-01, serial # (B)(4). Manufacturer ref # (B)(4).

Event description:
It was reported that during the afib procedure, the patient's blood pressure dropped and ice confirmed a small pericardial effusion. A pericardiocentesis was performed and the patient was taken to ICU for observation.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during the afib procedure, the patient's blood pressure dropped and ice confirmed a small pericardial effusion. A pericardiocentesis was performed and the patient was taken to ICU for observation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection test and an irrigation test were performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown.